Event description:
Some of the comments made by customer complaints via email. See email copy. I purchased your product on (B)(6) 2013. Fitted it one week later. Fit and comfort level were wonderful -- but -- the "softer" inner layer has separated itself form the "hard" edge and is now impossible to wear. I have two separate pieces. I have my receipt, but tossed the packaging and do not have the ups code. I have used dentek previously and each of their guards has lasted well over six months. Please help -- I am very disappointed that your product afforded me a mere 3 weeks of wear. Per customer complaints requested replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.